Manufacturer narrative:
E.1: complainant street address: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation has been initiated, however as no specific lot number was identified, it limits the ability to trace or analyze a particular item. Investigation is in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 3005778470.

Event description:
It was reported 'bleeding caused by urethral trauma from a rough catheter."

Manufacturer narrative:
Because no lot number was available, batch specific checks could not be completed. However, a process level review confirmed that production instructions, inspections, and control steps are in place, and no abnormal conditions were recorded for this product type. Based on the available information, there is no indication of a manufacturing issue. A trend analysis of complaints, capas, and ncs for this failure mode showed no increasing trend. No complaint has been reported in the past 12 months for this part number. No root cause could be identified due to the missing lot number. The issue will continue to be monitored, and relevant actions will be taken if a trend is observed. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 3005778470.

Event description:
To date no additional patient or event details have been received.